Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low results with the subject meter. The reporter claimed obtaining blood glucose readings of "80 and 100 mg/dl" with the subject meter and "133 and 122 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.